Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Subsequently, customer experienced a blood glucose (bg) level of over 500mg/dl with an unspecified level of ketones. Additionally, customer was diagnosed with covid-19, and believes steroids given to address breathing issues associated with covid-19 contributed to elevated bg levels. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.